Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the desktop charger connector pin was jiggly. The patient reported that the ins battery was draining too quickly, so they were charging more frequently. The patient reported that the night prior to the report, they were laying on the insr to charge it for about 4 hours, but the internal battery depleted fast. The patient reported that some odd things were going on with the programming. The patient reported that the stimulator was not charged/on and they were in lot of pain. The patient reported that they were very drugged up and apologized for not making sense. The patient stated that they were using 5% lidocaine patches on their back/in the upper body and they have been taking pain pills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the issues have been resolved.